Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling without input from the user. It was also found the buttons were sticking on the keypad. The customer was unable to program the date or bolus due to the keypad anomaly. Customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.